Manufacturer narrative:
Concomitant devices: 6f11cm medikit sheath introducer; asahi intecc, 175cm cruise guidewire. The replacement balloon was a 7x40mm saberx  and the patient was treated with a 8x100mm smart stent.       Concomitant drug: heparin.     The device was returned for analysis; however, the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deflation of a 7x40mm 155cm saber pta catheter took approximately a minute, and the syringe could not completely withdraw the contrast. It was replaced with another saber pta catheter. There was no reported patient injury. The device will be returned for analysis. The patient's information was unknown. The target lesion was the right common iliac artery. The patient's vessel level of tortuousness was unknown. The lesion was not calcified. The rate of stenosis was 70 %.n ipsilateral retrograde approach was made to perform endovascular treatment (evt). The physician is well-experienced with evt treatment, and performs over 150 cases a year. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. The 7x40mm saber pta catheter was inserted into the patient and delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated as a pre-dilation. When the balloon deflated, it took approximately one minute to deflate. Moreover, the syringe could not completely withdraw the contrast media away from the balloon after several attempts. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally, if the balloon maintained pressure or to what maximum inflation pressure. It is unknown if the balloon was deflated enough to be removed from the patient without issue, or if there was resistance/friction with other devices. However, the balloon was removed intact from the patient and it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury; however the current health status is unknown. The physician's report and procedure films are not available to be provided.

Manufacturer narrative:
Complaint conclusion: the deflation of a 7x40mm 155cm saber pta catheter took approximately a minute, and the syringe could not completely withdraw the contrast. It was replaced with another saber pta catheter. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the right common iliac artery. The patient¿s vessel level of tortuousness was unknown. The lesion was not calcified. The rate of stenosis was 70%. An ipsilateral retrograde approach was made to perform endovascular treatment (evt). The physician is well-experienced with evt treatment, and performs over 150 cases a year. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. The 7x40mm saber pta catheter was inserted into the patient and delivered to the lesion. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. The balloon was inflated as a pre-dilation. When the balloon deflated, it took approximately one minute to deflate. Moreover, the syringe could not completely withdraw the contrast media away from the balloon after several attempts. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally, if the balloon maintained pressure or to what maximum inflation pressure. It is unknown if the balloon was deflated enough to be removed from the patient without issue, or if there was resistance/friction with other devices. However, the balloon was removed intact from the patient and it was replaced with a new saber pta. The procedure finished successfully. There was no reported patient injury; however the current health status is unknown. The physician¿s report and procedure films are not available to be provided.       A non-sterile unit of saber 7mm 4cm 155 was received inside of a plastic bag. The saber device was received with balloon partially deflated. No anomalies or damages were observed on the received unit. Functional analysis was performed and functional test was successfully performed on unit. The balloon was inflated at nominal pressure/rated burst pressure (8/14 atm) and successfully deflated according to product development requirements. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed due to functional analysis successfully achieved on unit. A review of the manufacturing documentation associated with lot 17404102 revealed no anomalies during the manufacturing and inspection processes.       The reported ¿balloon/ deflation difficulty-partial or slow¿ was not confirmed since functional analysis was performed successfully. The exact cause of the deflation difficulty experienced could not be determined during analysis. Based on the information provided, procedural factors may have contributed to the issue reported. According to the instructions for use, ¿deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.